Event description:
The customer received a blood glucose reading of 490mg/dl on the contour meter, re-tested on a different meter and the reading was 210mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.meter and strip information were not provided. A new meter was sent to the customer

Manufacturer narrative:
Product information was not provided. The manufacturing date could not be determined without product information.